Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited high purge pressure which resulted in a pump stop. The device restarted and the patient coded. It was reported that the patient died due to organ failure. No further information was provided.

Manufacturer narrative:
B2: date of patient death is unknown. The investigation for the high-pressure purge and pump stop has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The details provided were sufficient to determine a root cause. The cause of the high-pressure purge and pump was most likely biomaterial. The investigation for the cardiac arrest is in process. As noted in the impella IFU: impella cp with smart assist system section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The lt log shows a motor current spike. There is a brief high motor current pump stop at the time of the motor current spike. Following the motor current spike and pump stop there is high purge pressure and saturated flows. There are several more high motor current pump stops but the pump is able to be restarted and the high purge pressure resolves. All of these events suggest biomaterial interaction with the pump. The cause of the pump stop was most likely biomaterial. The root cause of the high purge pressure and cardiac arrhythmia could not be determined as insufficient clinical details were provided.

Event description:
The complainant reported high purge pressure, pump stop on ic. Called into unit and rn reported that they had coded the patient three times, impella noted to be running at p3. The pump stopped multiple times but was able to be restarted, patient continued to decline and expired while on support.